Event description:
Fax received from reporter stating that "blue sliding clamp pierced the blood tubing causing some blood to be wasted and blood spill in the pump and on the floor." It was reported that 2 incidents of this occurred and samples were "not retained." There is no report of patient injury. Follow up with clinician revealed that leakage occurred with unknown solution in both incidents. It was confirmed that there was no patient or staff injury.